Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach was due to an unspecified use error. The patient was hospitalized for the event of the peritonitis. The patient was treated with unspecified antibiotics (dose, frequency, and route not reported). At the time of this report, the patient had not yet fully recovered from the peritonitis. The action taken with the dianeal therapies was not reported. No additional information is available.